Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call no delivery alarm. Customer's blood glucose level was 148 mg/dl. Customer was advised to change the set and reservoir in order to troubleshoot. Troubleshooting for the no delivery alarm was performed. Customer disconnected then reconnected the tubing however the issue remained unresolved. Customer advised the no delivery alarm occurred during manual prime. Customer was able to resolve the issue with a complete set change. Customer advised they would like to return the infusion set for analysis. Customer declined to return the reservoir for analysis. Customer was advised a replacement infusion set would be sent out.